Event description:
A nurse reported that several system messages were displayed during a case, resulting in a delay during the case. The surgery was able to be completed and no harm to the patient was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).